Manufacturer narrative:
Unit received with motor error alarm due to moisture damage on the motor. Unable to verify no delivery alarm or perform the occlusion test due to motor error alarm.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 470 mg/dl. Troubleshooting was not completed. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.